Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm using four gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow up imaging reportedly showed evidence of a distal type I endoleak originating from the contralateral leg component (plc201000) implanted in the right common iliac artery. According to the report, there was no evidence of endoleak at the time of implant in 2013. However, it was reported that over time, the right common iliac artery has enlarged, leading to a lack of wall apposition on the plc201000. On (B)(6) 2018, additional angiography was performed, which confirmed there was sac enlargement (amount unknown) from the distal type I endoleak. It was also reported there is a lumbar artery that may be communicating with the aneurysm sac. There has been no report of an intervention performed to treat the endoleak. No further adverse events were reported.